Manufacturer narrative:
Results: a photo was received in the (B)(6) plant for evaluation. The photo revealed medication down the barrel behind stopper therefore failure mode was verified. Without actual sample determination of what caused leakage was unable to be identified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and the plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Therefore, care must be taken when the plunger rod is extended during application of the syringe. A DHR was completed and no defects were found. No quality notifications were issued for this batch. 6354886-produced on 2/18/17 with zero defects found. Conclusion: root cause: without actual sample determination of what caused leakage was unable to identify. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and the plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Therefore, care must be taken when the plunger rod is extended during application of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when professionals are using bd¿ 60ml luer-lok¿ syringes for chemotherapy medication preparation, leaking has been reported through the plungers. There was no report of injury or medical intervention.